Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed multiple cartridges and multiple syringe needles to resolve the issue. Customer¿s blood glucose was approximately 122 mg/dl.